Event description:
Boston scientific received information that this product was part of a system explant due to infection. Additionally prior to explant, it was noted that this lead was oversensing while programmed unipolar which led to a decreased pacing rate. There were no additional adverse effects reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Additionally, there were set screw markings noted on the terminal pin. The returned portion of lead segment passed all electrical testing. The allegation could not be confirmed, the lead damage found was likely induced during the explant procedure.